Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): -unknown total shoulder stem(unknown) -unknown total shoulder bearing(unknown). H6: proposed code: mechanical (g04)- head attempts have been made to gather all product identification information, and no further information has been provided. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a social media comment that the patient received shoulder implants and underwent a reversal approximately 18 months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; a4; b4; b5; b7; d2; e1; e2; e3; g1; g2; g3; g4; g6; h1; h2; h6; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right initial anatomic shoulder arthroplasty. Subsequently, approximately two (2) year later, the patient was converted to a reverse due to rotator cuff tear.